Manufacturer narrative:
H.3 eval summary: the reported event could not be duplicated. There were no indications of any sensing anomalies. The egms were found to be clear and free of noise. The leads were analyzed independently of the device and found to function normally.

Event description:
During a routine follow-up, the interrogation indicated a premature end of life battery voltage of 2.25. The diagnostics showed 71 high voltage shocks, 286 aborted shocks, and 159 noise reversions. The egms showed noise indicative of a lead problem or noise from an external source. The rv02 lead was tested extensively and found to be normal. The lead-to-lcd connection was verified as appropriate and therefore eliminated as a source of the noise. Ventritex was informed that the pt had rec'd aggressive physical therapy one week after implant and had developed a large hematoma within the ICD pocket. The device was explanted 11/25/1997.